Event description:
Dealer called stating that the handle adjustment screws for the 65650r rollator have allegedly fallen out. The device allegedly started to collapse while being utilized by the consumer, thus causing the left rear wheel to bend. No injury. The malfunction has not been confirmed. The product is to be returned to invacare on RMA (B)(4) for an evaluation.